Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote interrogation, the device was post-paced t-wave oversensing. Patient was asymptomatic. Programming options were recommended.